Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The physician commented that the proglide was used being complied with the instructions for use (IFU) and there was no resistance, therefore, the physician determined that the suture broke before use. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information reported that the proglide was being used after an percutaneous transluminal angioplasty (pta) interventional procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment¿ was confirmed as a posterior cuff miss. The reported suture break was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.